Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.